Manufacturer narrative:
The device electronic record was reviewed and it was observed that on 10/5/2020 the device was operation on batteries manufactured in 2010 and 2013. Per the lifepak 15 monitor/defibrillator operation instructions, it is recommended that device batteries be replaced approximately every two years. A root cause of the reported issue is likely due to the use of old batteries. After performing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The initial reporter¿s phone number (B)(6). A third-party service agent performed an initial evaluation of the customer¿s device and was unable to verify the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no report of patient use associated with the reported event.